Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. At 2:00 pm on (B)(6) 2019, the patient ate a big lunch, checked his bg which was 150 mg/dl and then went to work in the yard. The patient¿s wife left the house at 2:45 pm and when she returned home at 5:15 pm, she found him unconscious and seizing. His bg was 20 mg/dl, she removed his medtronic insulin pump and administered glucagon. Emergency medical services (ems) was called. Twenty minutes after the first glucagon injection, she administered a second glucagon injection and provided the patient with karo syrup. Ems arrived and noted the patient¿s cgm displayed 110 mg/dl. The patient was transported and treated in the emergency department. While in the ed, between 9:00 pm ¿ 10:30 pm, the patient¿s cgm displayed 400 mg/dl but his bg was 183 mg/dl at 9:00 pm and 193 mg/dl at 10:30 pm. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.